Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that the device was set into surgery mode prior to the surgical procedure.

Event description:
It was reported that during a dbs extension replacement on (B)(6) 2025. The ipg failed to establish communication with external devices after the procedure. It's unknown if the patient did set the ipg into surgery mode as recommended. Recovery efforts were successful, and therapy was restored post operatively.